Manufacturer narrative:
Reliability analysis evaluated 3 random sealed reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into a 7xx insulin pump. Performed insulin pump manual prime. Was not able to flow fluid through infusion set and out catheter tip. Conclusion: reservoirs occluded.

Event description:
Customer reported via phone call that he had high blood glucose of 342 mg/dl. The tubing connector broke off during an infusion set change. Customer agreed to return the reservoir for analysis.